Manufacturer narrative:
(B)(4). Date sent: 11/11/2022. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with no apparent damage. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All tones were heard during functional testing. However, during the mechanical test, the device required extra force to open the jaws. Upon visual inspection of the device, it was observed that the closure pin was tilted. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event.

Manufacturer narrative:
(B)(4). Batch #: x94v8r. The following information was requested, but unavailable: did the patient suffer any adverse consequences? A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the clamp does not open the jaws.